Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse called with questions about connecting the patient¿s dexcom g7. The spouse had already fully connected the cgm, which was paired to the device and reading a blood glucose level. The spouse explained that the patient¿s sensor had expired during the night, which accounted for the elevated glucose levels. The agent provided the spouse with the medical distributor¿s phone number for additional support. In the blood glucose questionnaire, the patient¿s glucose levels were reported as affected, with a highest reading of 250 mg/dl. Elevated levels lasted approximately two hours. The patient did not use back-up therapy, did not perform ketone testing, had not received steroid injections, and did not require professional medical intervention or other assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.